Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported from the site that the patient was taken to the surgical suite for implant of left ventricular assist device (lvad) pump. Patient was prepped and draped in the usual fashion. Pump assembly was done by vad coordinator without incident. Wet test preformed on pump was normal. After pump was placed and de-aired, attempt was made to come off bypass and ramp up speed of the lvad pump. Patient became hypotensive with pressures in low 60's. No forward flow was noted at 1800 and 1900 rpms and at 2000 rpms and the flow waveform reflected continuous suction. It was noted at this time that the patient left ventricular end-diastolic dimension (lvedd) was very small per transesophageal echocardiography (tee). Patient was returned to full bypass and the pump was repositioned by turning it clockwise to reduce potential tension on the outflow graft. Second attempt to come off bypass failed and pump was removed to inspect for inflow obstruction. Nothing was seen in the inflow cannula. Site of apical coring was trimmed off additional cardiac muscle under the sewing ring. After re-inserting pump into left ventricle (lv) and de-airing, a third attempt to come off bypass was attempted and failed with no forward flow noted with lvad. Next, again on full bypass, the pump was removed from the lv and the clamp to the outflow graft was removed in an attempt to flush the pump in a retrograde fashion to expel any possible obstruction from the pump. A 1cm piece of tissue was believed to have come out of the pump. The pump was then re-attached to the lv via the sewing ring, de-aired, and a final attempt was made to come off bypass. The fourth attempt to come off bypass also failed as the pump appeared to be unable to generate forward flow. The decision was made by the surgeon to explant the lvad pump and finish the procedure by implanting a competitors lvad. The site requests an expedited inspection and analysis of pump for inflow occlusion vs. Pump failure. No additional information available.

Manufacturer narrative:
Hvad pump (B)(4), one controller, one cac adapter and two batteries were returned to heartware for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event of "inadequate flow rate" was confirmed via review of the controller log files which revealed multiple low flow alarms on the reported event date. Failure analysis of the returned controller, cac adapter and two batteries revealed that the devices passed visual inspection and functional testing. Furthermore, the pump passed visual examination, functional testing, and dimensional verification. Pathological evaluation did not reveal any evidence of thrombus formation. Of note, the site reported finding 1cm piece of tissue that was believed to have come from the pump. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the reported event can be attributed to multiple factors including but not limited to improper positioning of the pump during implant, incorrect setting of the pump rotational speed, outflow graft getting constricted. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.